Manufacturer narrative:
(B)(4). Meter and test strip returned on (B)(6) 2016; product evaluation completed on 6/29/2016 for each product. Investigation completed and product evaluated with no defect found on returned meter. Black chemistry observed on returned test stripsthe root cause of black chemistry is due to improper storage.

Event description:
Customer complains of e3 error message. Customer states the error message appears upon the insertion of the test strip. Customer storage, the meter and test strip in the kitchen which is not the proper environment conditions. Customer state the test strip vial is opened over four months which is not recommended.